Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).